Event description:
It was reported via repair work order that the bed was drifting due to malfunction hi/lo lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.